Event description:
The customer reported that the insulin pump had an alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 120mg/dl. The customer mentioned that the holster is broken. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device was received without the original belt clip.